Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis.health professional inadvertently checked; should foreign and company representativeif information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that this implant failed to close. This was the last implant to be fixed on the sternum, and just before closing the incision, this particular implant opened up. This means that the implant was did not lock. The surgeon also used sternal wires to complement the fixation and thus the reduced sternal halves did not open up. Patient outcome okay. This is report 1 of 1 for (B)(4).